Manufacturer narrative:
D4. Primary UDI number: (B)(4). Investigation summary: the affected device was returned for evaluation. Visual inspection and functional testing were performed. The customer's reported issue was confirmed. Damaged front case and missing knobs were found during visual inspection. The most probable root cause was that the device was mishandled/dropped. Casework kit, small knobs and knob caps were replaced. The device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit has cracked front case and two (2) missing knobs. The customer could not confirm if it was dropped since there was no report on file on how the damaged occurred. It was stated that they received the unit back from their partner on january 26 damaged. There was no patient involvement and no patient injury.